Event description:
The facility's nurse educator reported a medication error involving a colleague infusion pump. The pump was being used for an infusion of vasopressin, to keep the patient's blood pressure up, and was prescribed to be infused in a unit/ minute rate. Because the pump did not have an option of "unit/minute" mode, the nurse manually made calculations in order to program the infusion. Reportedly, the nurse then programmed the pump in error and the " unit/hi" mode. This event occurred on a patient undergoing a kidney transplant who was unstable. According to the nurse educator, medical intervention was required. Vasopression was switched to neosynephrine and no serious injury resulted. No additional information was available.